Event description:
It was reported the patients blood glucose level rose to >250 mg/dl. The patient reported that the pod had a long beep right after pairing with the controller.

Manufacturer narrative:
The download data from the returned device showed that an 0x5f alarm had been generated by the pod, indicating an open ground at the hook switch. Investigation of the device found no damages or manufacturing deficiencies that would contribute to the alarm. The exact cause of the 0x5f alarm could not be determined. The device was received with the soft cannula deployed. Inspection of the exposed soft cannula found it to be stretched and torn, which resulted in fluid leaking from the intended fluid path. It could not be determined when or how this damage occurred. The damaged soft cannula did not contribute to the 0x5f alarm or to the timeouts observed in the data. No other damages or evidence of the device struggling to deliver insulin were observed.